Event description:
In 2008, the sales rep reported that during inspection of the kit it was noticed that the screw was broken. There was no pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Eval is pending upon the return of the product.